Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing mole was exacerbated by the lifevest equipment. The patient described the area as electrodes is irritating a mole. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.